Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was implanted due to a previously faulty non boston scientific rv lead. During post implant assessment oversensing was exhibited. Initially, reprogramming was successful at improved performance however, hours later oversensing and pacing inhibition were again observed. Approximately one week post implant, a revision was performed to replace the associated non boston scientific device, as an attempt to resolve system oversensing. Generator replacement failed to resolve the previously observed oversensing and asystole. The lead tip was then attempted to be repositioned. It was additionally observed that the patient was only asystolic outside of the procedure; while under general anesthesia, no asystole was observed. The physician has concluded that this stimulation was due to in part to a technical characteristic of the boston scientific lead design. To date, this lead remains implanted and in service.